Event description:
The customer reported that their pump screen was dark and would not turn on, and that the quick bolus/wake button was difficult to press. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to plug the pump into a power source, which allowed the screen to turn on, but it remained unresponsive when unplugged. Technical support planned to replace the pump, informing the customer that they should keep the current pump plugged in until the new one arrives. Additionally, instructions were given regarding the return of the problematic pump and the steps to take upon receiving the replacement.